Event description:
Additional information received reported that patient isometrics were performed, and no noise was able to be reproduced. It was noted that there was no rv pacing inhibition. No adverse patient effects were reported. The device remains in service.

Event description:
It was reported that this pacemaker exhibited a signal artifact monitoring (sam) alert from right atrial (ra) noise, oversensing, and right ventricular (rv) impedance measurements of less than 200 ohms. It was noted that the noise appeared to be due to minute ventilation/respiratory sensor oversensing. Then there were additional episodes of ra and rv noise, oversensing, and possible pacing inhibition after the sam occurrence, which appeared to be from electromagnetic interference (emi). Troubleshooting options were discussed. No adverse patient effects were reported. The device remains in service.

Event description:
This report is being filed to provide updated evaluation coding.

Manufacturer narrative:
This device was included in the recent minute ventilation sensor signal oversensing advisory population. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker exhibited a signal artifact monitoring (sam) alert from right atrial (ra) noise, oversensing, and right ventricular (rv) impedance measurements of less than 200 ohms. It was noted that the noise appeared to be due to minute ventilation (mv) oversensing. Then there were additional episodes of ra and rv noise, oversensing, and possible pacing inhibition after the sam occurrence, which appeared to be from electromagnetic interference (emi). Troubleshooting options were discussed. No adverse patient effects were reported. The device remains in service. This device was included in the recent minute ventilation sensor signal oversensing advisory population. Additional information received reported that patient isometrics were performed, and no noise was able to be reproduced. It was noted that there was no rv pacing inhibition. No adverse patient effects were reported. The device remains in service. The device was later explanted, returned, and analyzed.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.